Event description:
The affiliate reported the customer alleged elevated, non-reproducible troponin I (accutni) results, within the risk stratification range, for multiple patients, involving unicel dxi 800 access immunoassay system. Subsequent testing on the unicel dxi 800 system and an alternate methodology produced lower results within different clinical ranges. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This medwatch report is related to the original MDR 2122870-2011-06322. This is a re-submission of the initial report submitted on 12/09/2011 due to failure error message "characters are max." (B)(4).